Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on the same day she contacted lfs at approximately 10am. The patient reportedly manages her diabetes with oral medication (unknown type) and denied making any changes to her medication. She claimed that approximately 5 minutes after attempting to test with the subject device she became ¿dizzy.¿ she contacted her doctor and was advised by her doctor treat herself with food/drink at 10:20 am. She reported that at 11:15am she went in to see her doctor and her blood glucose was checked on the doctor¿s meter and a reading of ¿232 mg/dl¿ was obtained. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The patient reported that the battery did not need to be replaced, the issue remained unresolved. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient allegedly received medical advice/intervention from a health care professional (hcp) after the reported issue began.